Event description:
It was reported that the ventilator had an issue with the ventilation process. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the waveforms were disturbed during ventilation. Air gas module was replaced to resolve the issue. The device was delivered to the user in working condition. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). The device's logs and defective part were not available for further analyze. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to air gas module.

Event description:
Manufacturer's ref. #: (B)(4).